Manufacturer narrative:
Batch review performed on 05-09-2025 lot 2433546: (B)(4) items manufactured and released on 19-05-2025 expiration date: 2030-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department revision about 2 months after the primary surgery, due to loosening of the baseplate. X-rays show that the baseplate is in a suboptimal position, indicating it became loose and migrated. In the absence of additional clinical or intraoperative details, this adverse event can be categorized as early aseptic loosening, where the baseplate failed to achieve secondary fixation. Early aseptic loosening is typically multifactorial, involving factors such as initial implant positioning, patient-specific biological, or anatomical factors. In this specific case, we do not have sufficient data to draw definitive conclusions. Aseptic loosening is a possible literature-described adverse event after primary shoulder arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 2 months from primary patient was revised due to baseplate loosening. Surgeon revised all implants, keeping only the diaphysis. No bone graft usage was reported.